Manufacturer narrative:
(B)(4). Double feed,advancer bypass toward tissue stop,malformed clip. The analysis results found that the (B)(4) device was received with two clips inside the jaws. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. Upon firing of the device, the next three clips were conforming and then, the tip of the advancer slid toward the tissue stop during the last three firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. It should be noted that an investigation has been initiated to address the potential root cause advancer bypass issues. In addition, the device locked out as intended but the orange indicator was not visible; however, this finding is not related to the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during an unknown procedure. The device dispensed too many clips at one time. Another device was used to complete the case. There was no adverse consequence to the patient.